Event description:
Patient had a foley catheter inserted through the penis for the purpose of use as a pelvic drain after a cystectomy. Approximately four days after surgery, the catheter came out and appeared to have ruptured. According to surgery staff and surgeon, catheter has a 5cc balloon that was inflated to 30cc. It is understood that it was overfilled but we were concerned that it still ruptured inside the patient. No known immediate harm to the patient.